Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic hernia, the trocar was inserted and the balloon popped. The device was removed and another balloon was inserted. There was no patient injury.